Manufacturer narrative:
Date of event: (B)(6) 2020.

Event description:
The customer reported that the battery would not charge and there was no manufactured date. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.

Manufacturer narrative:
G4: 17aug2020; b4: 18aug2020. A third party biomed reported on behalf of the hospital to philips that the battery in the device would not charge and there was no manufactured date. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The customer stated that the v60 was ordered and replaced on (B)(6) 2020, and the customer is claiming the battery will not charge and does not show a manufactured date.the rse advised the customer to contact the hospital and advise purchasing to reference po # that the battery was purchased. The rse advised the customer that the battery has a warranty and should be replaced. The phone number to the philips medical supplies department was provided for the customer to order a replacement battery under warranty. A review of complaint found no parts were ordered or service requested, and the case was closed. Multiple good faith efforts were made to obtain information regarding device evaluation, repair, and operational status with no response from the reporter and therefore cannot be determined: 1. Monday, august 17, 2020 12:38 pm @ emailed (B)(6). 2. Tuesday, august 4, 2020 10:13 am emailed (B)(6). 3. Monday, july 13, 2020 2:43 pm emailed (B)(6). Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.